Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.50x16mm promus element stent was advanced to treat the lesion. However, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent that the stent was damaged on the first 2 proximal stent strut rows with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 2.50x16mm promus element stent was advanced to treat the lesion. However, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.